Event description:
It was reported that during the lead implant procedure, the insulation was cut and the lead had to be removed. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The outer tubing overlay was breached cut; there blood/body fluid on the outer tubing overlay and the helix mechanism. Damaged at implant. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.